Event description:
Customer reported a button error alarm on the insulin pump. Customer stated that the insulin pump may have been exposed to moisture. Customer's current blood glucose reading is 401 mg/dl. No further information reported.

Manufacturer narrative:
No button error alarm noted. Intermittent button response due to moisture damage on keypad traces. Device returned with scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, and a cracked reservoir tube lip.